Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was explanted due to stenosis and regurgitation. It was noted that there was a "fused, immobile right coronary cusp," suggesting that there was structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately nine (9) years and five (5) months, was explanted due to aortic stenosis and regurgitation. The healthcare provider reported: "fused, immobile right coronary cusp." The explanted device was replaced with another edwards bioprosthetic valve. No operative complications were reported.